Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) was 600 mg/dl and ketones were present. A bolus was delivered to address bg. Customer reverted to using manual injections for insulin therapy.